Event description:
External case developing cracks and disintegrating.======================manufacturer response for temporal thermometer, exergen======================replacement of device.======================manufacturer response for temporal thermometer, exergen======================replaced thermometer.